Manufacturer narrative:
An investigation into a false negative event while using the bact/alert® bpn culture bottle was performed. The bact/alert® bpn bottle failed to flag positive and grow a qc-strain of corynebacterium amycolatum. The investigation examined the bact/alert® bpn EU lot 3044709 manufacturing directions, including the quality control release testing documentation and all results were within specification. A review of the customer procedure was analyzed. The customer notated they incubate the bottles at 22 c. Additionally, the customer used a bottle designed to isolate anaerobic organisms with an organism that is well known to be aerobic. Therefore, the most probable root cause was determined to be culture bottle/medium and incubation temperature that does not support the growth of the organism. C. Amycolatum is an aerobic organism and was attempted to be recovered in an anaerobic bottle.

Event description:
A customer in (B)(6) notified biomérieux of a false negative result associated with bact/alert® bpn culture bottle (reference (B)(4)) involving quality control strain coryne amycolatum (atcc 49368). The customer indicated the bottle was incubated for seven (7) days, but the strain was not detected with the bact/alert®. After seven (7) days of incubation, they streaked the strain on culture media and obtained growth of coryne amycolatum. The customer retested, but obtained the same result. The customer indicated buying a brand new strain of coryne amycolatum and performed the test using the same lot of the bact/alert® bpn culture bottles and there was no detection, but growth on media after seven (7) days of incubation. The customer denied patient impact. An internal biomérieux investigation will be initiated.